Event description:
Additional information was received that the facility believed that the lead may have been fractured. No further information was available.

Event description:
Boston scientific received information that the patient with this right ventricular lead presented to the hospital with a heart rate in the 30's. Upon testing, the lead was not capturing and displayed impedance measurements greater than 2500 ohms. The lead was abandoned surgically and replaced with a new lead. There was no report of adverse patient effects due to the revision procedure.

Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.